Event description:
The customer reported that while the unit was in use on a patient, the unit generated an electrical code #50 alarm. The patient was switch to another unit and therapy was continued. No patient injury was reported.